Event description:
The customer reported the system's vertical lift is not working properly. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced and returned to service. The system now operates as intended.